Manufacturer narrative:
Service order, (B)(4), feedback: the service technician cleaned the instrument and then successfully completed the system checkout procedure. The analysis of the returned kit, data key and photos is still in progress. A supplemental report will be filed when the analysis of the kit, data key, and photos is complete. (B)(4).

Manufacturer narrative:
The kit and data key were returned for analysis. A review of the data key indicated that ten occlusion patient alarms occurred during the first cycle. The end cycle key was pressed and the first cycle was not completed. Three additional occlusion patient alarms occurred in the second cycle, and the treatment was aborted. An examination of the kit indicated that there was evidence of a blood leak in the joint between the plasma bag inlet line and its port. The collect line and anticoagulant delivery line were pressure tested in order to check for leaks, and a leak was detected at the joint between port #6 of the flm and the plasma bag inlet line. Thus the leak was confirmed. The root cause for a leak of this nature is considered to be a manufacture assembly error during the tube bonding process. A corrective action was initiated at the manufacturing site, however, this kit lot was manufactured prior to the implementation of the corrective action. Trends were reviewed for complaint category, occlusion patient alarm. No trend was detected for this complaint category. (B)(4).

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d728 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, flm leak. No trends were detected for this complaint category. (B)(4) is still pending. A supplemental report will be filed when the service order report is complete. This assessment is based on information available at the time of the investigation. The analysis of the returned kit, data key and photos is still in progress. A supplemental report will be filed when the analysis of the kit, data key, and photos is complete. (B)(4).

Event description:
The customer called to report a blood leak from the fluid logic module (flm) during the second cycle of a treatment. The customer stated that the procedure was aborted at this time with no blood returned to the patient. The customer reported that the patient was in stable condition. Service was requested to clean the instrument the kit, data key, and photos were returned for investigation.